Event description:
It was not reported through return product that the enterra device "stopped working". It was not functioning. The hcp confirmed that the pt experienced loss of therapeutic effect and had no stimulation sensation. Reprogramming was unsuccessful and the device was replaced.

Manufacturer narrative:
Final device analysis was not available at time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.